Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6). Medwatch with identifier (B)(6) is performa system; medwatch with identifier (B)(6) is active system.

Event description:
Caller reported blood glucose results of 75 mg/dl on performa como and 460 mg/dl on active within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.